Manufacturer narrative:
Evaluation, results: patient¿s condition affected effectiveness of device (severe calcification, 90% stenosis); inherent risk of procedure (stent deformation). Deformation problem (stent). Conclusion: known inherent risk of a procedure (stent deformation). Device failure related to patient condition (severe calcification, 90% stenosis). (B)(4).

Event description:
During the surgery physician used endeavor resolute stent to treat lesion that showed 85% stenosis in the main left coronary and 90% stenosis in the opening of the lad. The device could not pass the lad, which was severely calcified and pre-dilated with sprinter balloon. The device was inspected prior use with no abnormalities noted. The device was prepped before use according to instructions for use. There was no resistance encountered at the lesion. The device did not pass through a previously deployed stent. Vessel tortuosity is unknown. The physician used other brand device to complete the procedure. No patient injury noted. The device was returned to the manufacturing facility and through analysis of the returned device the stent damage was observed. Evaluation summary: the stent was positioned between the marker bands as per specifications. Numerous stent segments were misaligned, deformed and slightly raised. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).